Event description:
The individual allegedly became allergic to latex from wearing latex medical gloves in the performance of her job duties in a pediatric unit. On 2/3/98, the individual tested strongly positive to latex.